Event description:
It was reported by the patient's spouse that when the start button on the previously working remote monitor was pressed it failed to power up. The spouse disconnected and reconnected the power cord and the power button started working. The monitor remains in use at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.